Event description:
There has been no adverse event. Software implementation errors have been identified by the manufacturer. No patients were affected. This issue was found in raycare 6a where extended domain object values in raycare configurable documents may become unintentionally overwritten with empty values in certain circumstances.

Event description:
Follow-up of report rsl: MDR 3010034862-2023-00032 (B)(4) hidden fields in forms. Issue found internally. No patients were affected. Raycare supports user configurable documents that can contain data from extended domain objects defined by the user. When an extended domain object (edo) field is hidden in a raycare configurable document, the saved value for that edo can be unintentionally overwritten with an empty value. The issue occurs for documents that include a writable edo field and a field rule to hide the field. If the document is added to a patient and then completed or approved while the edo field is hidden, the saved value of the edo will be overwritten with an empty value. This will affect the value displayed for the edo in other documents within the same context as well as the report database.

Manufacturer narrative:
There has been no adverse event. Software implementation errors have been identified by the manufacturer. Issue only affects raycare 6a. Harm could occur from missing information in the raycare configurable document, either when the document is used in the clinic or if it is exported to other care facilities. In the event that a clinical decision is based on incomplete data in the raycare configurable documents, this could lead to mistreatment of the patient in different ways depending on the data lost.